Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 490cc mentor memorygel breast implants experienced right sided baker grade ii capsular contracture, right sided rupture, left sided device migration, an autoimmune reaction, and prolonged surgical intervention post procedure. In (B)(6) of 2019 the patient began experiencing hardness/tightness off the right implant and was ultimately diagnosed with baker grade ii capsular contracture. During the same doctor¿s visit in which the capsular contracture began the physician noted that the left implant would shift in an axillary fashion when the patient was laying down. Additionally, the patient expressed a desire to have the implant removed and exchanged to saline due to concerns over the amplification of a pre-existing auto-immune disorder. The patient had been experiencing an unexplained pain in her hands believed to be associated with her current implants. Therefore, mentor is conservatively treating this as an autoimmune event despite the fact that the patient¿s autoimmune issue (hashimoto¿s disease) had been diagnosed prior to ever having implants and attributed to epstein-barr virus by a physician. Therefore, the patient had replacement with mentor smooth round moderate plus profile 450cc saline prostheses was performed on (B)(6) 2020. During explant the right implant was discovered to be ruptured. Due to additional time required to excavate the free silicone the patient required an additional night in the hospital so the anesthesia could wear off. See 1645337-2021-00259 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on january 12, 2021. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Based on these reports, the product evaluation team is unable to confirm that the reported complaints are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).